Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump became hot and was stuck on the verification screen after swimming in the ocean. The patient reportedly removed the battery but no corrosion or moisture were found. The patient denied any physical damage to the pump. This report is made based on the allegation that the pump may have overheated.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the alleged temperature issue could not be adequately investigated because the pump will not power on. The pump was opened and there was evidence of moisture corrosion found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.